Manufacturer narrative:
On-site investigation was performed by the distributor's field service engineer (fse). The claimed issue was reproduced during troubleshooting. The fse found traces of liquid contamination inside the filter's chamber of the air gas module. The device was repaired by replacing the air gas module. The ventilator passed all functional and safety tests and was cleared for clinical use. The air gas module regulates the inspiratory gas flow and gas mixture. The liquid contamination in the air gas module, as previous investigation has shown, had affected the delta pressure transducer on a printed circuit board inside the air gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The device's logs were not provided for further analysis. According to the applicable user's manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The conclusion is that the device did not fail to meet its specification, as the most probable source of liquid contamination in the air gas module is a contaminated air gas from the hospital's central air gas system.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pre-use check. Moreover, the air gas module was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).